Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customers device and was unable to duplicate the reported issue. The devices battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device screen went black after delivering a shock and EKG did not come back on screen. The device still had power, but the red service light came on and they powered off and back on but got a second defib from another room to use. In this state the device may not be able to deliver defibrillation therapy if needed. The issue is patient related. The customer reported a delay to delivering defibrillation shock.